Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a malfunction was observed with tower door #2, which had failed intermittently. The customer indicated that a malfunction had taken place during the user's attempt to dispense medication to the patient. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that door 2 was experiencing intermittent failures. A field service engineer effectively cleaned the switches and applied grease to the latches, with no issues identified. The system functioned as intended after the field service engineer had troubleshooted the device